Event description:
The surgeon implanted an aq2010v three piece silicone lens but it tore while being inserted. The lens was removed in pieces with no pt injury. The nurse stated it was unk as to why the lens tore. An mse-pm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.